Event description:
On (B)(6) 2025 the user reported experiencing hyperglycemia with a blood glucose of 509 mg/dl that persisted for approximately three hours. After performing a supply change, the user¿s glucose levels returned to 99 mg/dl later the same morning, and they reported feeling fine. The event resolved without medical intervention.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.